Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #s: 1627487-2011-00414 1627487-2011-00416 and 1627487-2011-00417. The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two lead anchors. The pt's original leads were replaced on (B)(6) 2010 due to allegations of overstimulation (see MFR report # 1627487-2010-01086). It was reported that the pt was receiving intermittent stimulation at the ipg pocket site. Diagnostic test revealed low impedance readings for all lead contacts. An x-ray was taken for further interrogation; however, no visible anomalies were reported. The pt's scs system was subsequently explanted as she is seeking alternative treatment options for her pain issues.